Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's electrode was successfully reinserted and activation went well. This is the final report.

Event description:
The recipient reportedly experienced no sound during initial activation due to electrode migration. On (B)(6) 2018, the recipient underwent repositioning surgery.